Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the rigid video scope malfunctioned and noticed poor quality image (image fault). The issue happened during a diagnostic, laparoscopic procedure. The procedure was completed using the same device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: all button do not work/ missing. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope malfunctioned and noticed poor quality image (image fault). The issue happened during a diagnostic, laparoscopic procedure. The procedure was completed using the same device. There were no reports of patient harm.